Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8590-1, lot# n105087, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was an infection around the pump. The pump was returned to the manufacturer along with a partially explanted catheter. The pocket infection occurred approximately (B)(6) 2014. The patient¿s status after the device was removed was recovered without permanent impairment. The pump was used to infuse fentanyl.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Conclusion code: no longer apply.